Manufacturer narrative:
(B)(4). The lot 12g007 was manufactured on july 6, 2012 to july 9, 2012. The affected device was received for evaluation against the reported condition. Visual inspection and functional leak testing were performed on the device. Visual inspection on the unit via the naked eye showed no obvious signs of physical abnormality. During the functional leak test, the device was filled with green water, and immediately the leak was observed coming out at the solvent-bonded junction of the tubing and stress-member located next to the fill-port. The direct cause of leakage could not be determined. Based on the findings, the reported leak problem could not be determined. The product did not meet product specification and was found to be a nonconforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had medication (0.9% sodium chloride) coming out of its fill port. The step of setup or therapy during which this occurred is unknown. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.